Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014 . At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4).